Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the initial implant procedure when this right ventricular (rv) lead was inserted into the heart poor pacing thresholds were seen. The rv lead was then attempted to be implant in the right atrial channel, while another right ventricular lead was inserted into the right ventricular channel. Upon attempting to extract this rv lead, the helix of the lead would not extend after 40 to 50 turns, thus a new lead was implanted. The physician believed that the issue might have been caused due to the lead being outside the body resulting in blood coagulating within the helix mechanism. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended dried blood/tissue was present around the helix. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.